Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increase in mean gradient pressure. It was reported that this was a mitraclip procedure to treat grade 3 mixed etiology mitral regurgitation (mr). The pre-procedure mean mitral valve gradient pressure was 4.4 mm hg. When the leaflets were grasped, the pressure was 5.5 mm hg. After deployment of the mitraclip the pressure was 7.2 mm hg, but there were no adverse patient effects. The procedure was completed with reduction in mr to grade 1. The pressure ranged from 5.5 mm hg to 7.2 mm hg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.